Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 107 m/dl at the time of the call. The customer was given a glucagon shot to treat. The customer experienced symptoms such as feeling run down and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer is unsure if their settings are correct. The insulin pump will not be returned for analysis.